Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that hair was observed inside the filter of a revaclear 300 before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; however, photos of the sample were provided for evaluation. Visual inspection of one of the provided pictures showed a black hair like particle inside the header area. The other picture only showed the product label. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. The nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.